Event description:
The device mechanism was returned to the service ctr with a report from the customer contact of non resettable s320 (homing timeout left) malfunction alarm codes. This does not indicate a reportable malfunction; however, during verification testing at the service ctr, the device alarmed with a s321 (motor error pmc left) malfunction alarm code.

Manufacturer narrative:
During testing of the device mechanism at the service ctr using a test device, the device alarmed with a s321 (motor error pmc left) malfunction alarm code. The probable cause of the s321 error may be due to the motor slipping out of its mounting due to a broken seal. The probable cause of the broken seal was under application of the adhesive seal or the adhesive seal being applied over grease. During initial testing by the field service engineer at the user facility the device alarmed with a s320 alarm code. Further testing at the service ctr did not duplicate the error. The probable cause for s320 was also the broken rtv seal on the mr2 motor. The s320 error occurs when the plunger homing did not complete in the expected time. Due to broken rtv seal, the motor was disengaged from the camshaft and could not home into position and may result in the s320 malfunction alarm code. This report represents all info known by the reporter upon query by hospira personnel.